Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The lens was removed due to capsular bag was too weak to hold the lens. The surgeon decided to implant an anterior chamber lens instead. The incision was not enlarged and no sutures were used. Reporter stated this event was patient related and not lens related.

Manufacturer narrative:
(B)(4) no product malfunction. Results - a visual inspection of the returned product found half of optic and one haptic torn off and missing. There was evidence of dark residue. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to a patient related condition and was not lens related. (B)(4).